Event description:
An endurant bifurcated stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. It was reported that there was no problem to place the stent graft into the body over a guidewire. The anatomy was not very tortuous. The bifurcated stent graft was deployed down to the contralateral gate. The deployment of the supra-renal stent was slow, when the deployment wheel was completed deployed the suprarenal struts were still attached to the spindle. After some manoeuvring, the suprarenal struts released and expanded out to the vessel wall. After deployment the physician noticed that the tapered tip was no longer was attached to the delivery system. Since taper tip had advanced up when the physician brought the sheath inwards, the docking manoeuvre could not be performed. The physician captured the taper tip with a balloon against the vessel wall (which was at the same level as the main body). After securing the taper tip to the vessel wall with a reliant balloon the physician removed the delivery system. The taper tip on the wire was still in the patient. The physician used a 20f introducer sheath over the same wire and parallel to the wire a snare device was advanced in the descending aorta and pulled down to the nose cone. The snare was attached to the nose cone and was able to be retrieved into the introducer sheath and removed from the patient. No clinical sequelae were reported and the patient is fine.

Event description:
The device was returned and the analysis has been completed. The tapered tip was returned detached 4cm from the edge of the sleeve. There was a flange/flap on the taper tip at the junction of the tip and sleeve, which is possibly caused by the tip getting caught on a stent or the introducer sheet, but it could not be confirmed. There were kinks on the spiral tubing at 5cm from the spindle. There was a second kink distal to the stent stop. There were no corresponding kinks on graft cover. The graft cover was returned cut off 14cm from the graft cover bond. The complaint is acknowledged. Due to the condition of the returned device, it was not possible to determine the root cause of the complaint.

Manufacturer narrative:
Results: inherent risk of procedure (removal difficulty). Conclusion: cause unknown.